Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 244 mg/dl. The customer stated his doctor did not give him an expected fasting blood glucose test result range; customer stated his target fasting range is 300 - 350 mg/dl. The customer stated that he was feeling lightheaded; customer stated he had not eaten that morning. Customer denied need for medical attention. Customer stated when he obtained the result of 244 mg/dl on 05/16/2017 he felt lightheaded. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 277 mg/dl using truemetrix meter and 305 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:244mg/dl. Customer is concerned with meter reading lower than it should. Result of concern is 244mg/dl fasting. Customer's target range is 300-350mg/dl fasting. Dr did not give him an expected range. Customer states he is light headed but has not eaten this morning. Customer denies need for medical attention.